Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: 7725907

Event description:
It was reported that the patient experienced ineffective stimulation after suffering from a history of physical abuse and taking multiple falls. Three out of the four leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. It is unknown which s2 lead exhibited high impedances.